Event description:
It was reported that the patient's underwent a revision of lead and generator due to high impedance. The suspect product has not been received to date. No further relevant information has been received to date.

Manufacturer narrative:
If follow-up, what type, corrected data: supplemental report 3 inadvertently did not indicate that the supplemental information was "additional information".

Event description:
Product analysis was completed on the returned lead. A portion of the lead body, including the electrodes was not received and therefore, an analysis on those parts of the lead could not be completed. An abraded opening in the outer silicone tubing was identified. This, along with the cut ends of the lead, was the likely leakage path for the bodily fluids within the outer silicone tubing. No discontinuities were identified. The condition of the returned lead portion is consistent with those that typically exist following an explant procedure. No obvious anomalies were noted no further relevant information has been received to date.

Event description:
The lead and generator were received for analysis. Analysis was completed on the returned generator. The generator performed according to functional specifications with no anomalies identified. Product analysis has not been completed on the returned lead to date. No further relevant information has been received to date.

Event description:
It was reported by the patient's nurse that high impedance was observed on the patient's device. X-rays were reviewed by the medical professional and no issues were noted. The x-rays have not been reviewed by the manufacturer to date. The patient was referred to the surgeon for a revision. No surgical intervention is known to have occurred to date. No additional information has been received to date.

Event description:
Additional information was received that the high impedance was observed on the patient's device when the patient was seen by the surgeon for consult.